Event description:
Counter weight cable came loose due to worn anchor pin in column causing columns to drop down.

Manufacturer narrative:
Preliminary indications are that the malfunction may have been due to poor maintenance. The unit is out of service and is being returned for evaluation, and any additional results or information will be provided in a follow-up report.